Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during a hemorrhoid banding procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an elastic band was attempted to be deployed; however, a band would not fire. Reportedly, the device was removed from the patient, and found that the seven elastic bands were deployed off from the device. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during a hemorrhoid banding procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an elastic band was attempted to be deployed; however, a band would not fire. Reportedly, the device was removed from the patient, and found that the seven elastic bands were deployed off from the device. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2610 for the reportable issue of bands failed to deploy. Device code 1484 for the reportable issue of bands prematurely deployed. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device returned in its original opened pouch. It was noted that a crimp was present on the tripwire and the tripwire was completely rolled up around the spool and it was not secured to the handle. There was evidence that the tripwire was not inserted in the handle assembly slot, as no drag marks were observed. It was also noted that suture was attached to the distal loop of the tripwire; however, it was not connected to the ligator head. The ligator head had two bands attached and both bands were moved out of their original positions. The suture hole was slightly deformed and stress marks were found, indicating a possible excessive manipulation during the procedure. Some of the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. The handle assembly did not present any visible damage. No other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, the most probable root cause is failure to follow instructions since the problem was traced to the user not following the manufacturer instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as the trip wire was not properly secured in the handle slot and as indicated in the step 8 and in figure 6a.